Event description:
The surgeon successfully implanted an aq2010v silicone iol. He was unable to properly position the lens in the eye so decided to remove the lens. He indicated that he did not like the way the lens looked in the eye. There was no pt injury and no product malfunction. The product was returned inside of an injection cartridge.